Manufacturer narrative:
The insulin pump had unresponsive button due to flattened button dome switches. The operating currents could not performed due to unresponsive buttons. No alarms were noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a missed bolus alert. Customer stated that he tried to clear the alert more than once. Customer took the battery out and put it back in, but it did not reboot. Customer received a failed battery test. Customer finally put in a new battery, but it still gave a missed bolus alert. Customer reported a keypad anomaly because he cannot get the screen to change. Customer later stated that he was able to clear the alert and can now use the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.